Event description:
The customer reported axsym bhcg results of 480 miu/ml and 400 miu/ml on a pt. Serum hcg-combo testpack result was negative. The customer tested the pt sample 1:10 diluted yielding "negligible levels of bhcg on axsym". No impact to pt management was reported.